Manufacturer narrative:
An event regarding crack/fracture involving an unknown exeter stem was reported. The event was confirmed by x-ray. Method & results: device evaluation and results:not performed as no device was returned for evaluation. Medical records received and evaluation: the medical review comment indicates that there is only one x-ray to document an adequate component position. The cup has an adequate position with correct inclination and anteversion while further without evidence for bony impingement or other pathology. As such, there are no evident procedure- related factors to have contributed to the problem. No further clinical or explant information is available. This case needs more information to solve and can unfortunately not be solved with the current information. Device history review: not performed as no lot information was provided. Complaint history review: not performed as no lot information was provided. Conclusion: based on a medical review comment provided there is only one x-ray to document an adequate component position. The cup has an adequate position with correct inclination and anteversion while further without evidence for bony impingement or other pathology. As such, there are no evident procedure- related factors to have contributed to the problem. No further clinical or explant information is available. This case needs more information to solve and can unfortunately not be solved with the current information. The exact cause of the event could not be determined as insufficient information was provided. Further information such as product details and return, additional x-rays, operative reports as well as patient history and follow up notes are required to complete the complaint investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that patient's hip was revised due to a stem fracture sustained while patient was walking down some steps. Surgeon reported the cup was well fixed and well positioned and was not revised.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that patient's hip was revised due to a stem fracture sustained while patient was walking down some steps. Surgeon reported the cup was well fixed and well positioned and was not revised.